Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported the the po valve malfunction.

Manufacturer narrative:
The shuntsystme was received in the progav2.0 packaging and was investigated by the firm. A visual inspection was performed and no abnormalities were found. The valve was set to 40 cm2o at the time of delivery so there was no adjustment required on the product. An adjustment test was carried out with the standard prosa check mate and measurement tool. The valve was adjusted from 0 upt to 40 cm2o and down again. The adjustments functioned properly. The brake was also tested on the valve to ensure it could not be adjusted on its own. The system operated as intended. There was no failure detected with this valve. No further actions are required.